Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body t issue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted all electrical testing was within specified parameters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left ventricular (lv) lead exhibited double counting and noise. The lv lead remains in use. Additionally, it was reported that a lead integrity alert (lia) had triggered for the rv lead. The rv lead exhibited elevated sic (sensing integrity counter), oversensing, increased and high rv thresholds, and variable rv thresholds. The rv sensing had further decreased and was fluctuating, and the rv lead also exhibited double counting and noise. A fixation issue is suspected. It was noted that the rv lead did not seem to have slack as the lead appears to have a steep angle indication some kind of traction. Tachy therapy was programmed off and the patient was admitted to the hospital. It is also believed that the rv lead has hit something causing crosstalk. Additionally, the rv lead no longer had capture at 5 volts which raised suspicion of lead dislocation, although imaging look similar. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtmb2d4 crt-d implanted: (B)(6) 2024; 383069 lead implanted: (B)(6) 2024; 5076 lead implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory also indicated noise, oversensing due to non-physiologic signals/sensing integrity counter, oversensing associated with the right ventricular lead, cross chamber oversensing associated with the right ventricular lead, t-wave oversensing, and diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the double counting was only on the rv lead and the issue the lv lead had was that it did not have any sensing.